Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). Hcp reported that the patient's device 'hasn't worked for years'. The caller did not know any additional details. Technical services reviewed MRI information. No symptoms were reported. Additional information was received from a consumer. It was reported that the patient failed to recharge the ins in the month of (B)(6) 2020 after they had gallbladder surgery. The device was not giving the patient relief for about 2 years but they had kept it charged until after the gallbladder surgery. The patient reported that they planned to have the ins removed, if possible.